Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages, which were confirmed during baxter's functionality testing, but were not reproduced during the evaluation. The upstream sensor was replaced as it is a known contributor.